Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/migration of essure device location of device: fallopian tubes') in an adult female patient who had essure (ess205) (batch no. 12269948-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermochoice endometrial ablation" and device deployment issue "malposition of essure device location of device: one side implanted higher than other". The patient's medical history included endometrial ablation, uterine dilation and curettage, induced abortion and haemorrhagic ovarian cyst. Concurrent conditions included pelvic discomfort, hypothyroidism, mitral valve prolapse, supraventricular tachycardia and uterine adhesions. Concomitant products included atenolol, diazepam, ibuprofen and levothyroxine. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), tension ("tension"), the first episode of anxiety ("anxiety"), cystitis ("frequent bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of anxiety ("anxiety/ chronic anxiety"), migraine ("migraines"), headache ("headaches/ head pain"), ventricular extrasystoles ("pvc"), arrhythmia ("heart arrhythmia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ sexual intercourse pain"), pelvic pain ("pain"), fatigue ("fatigue"), dyspepsia ("heartburn/indigestion"), abdominal distension ("bloated feeling,bloating"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain"), palpitations ("heart palpitation") and medical device discomfort ("uncomfortable with device") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left ovarian cystotomy and cystoscopy.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, depression, cystitis, female sexual dysfunction, the last episode of anxiety, migraine, arrhythmia, dysmenorrhoea, pelvic pain, fatigue, uterine leiomyoma, abdominal distension, alopecia, back pain, palpitations and medical device discomfort outcome was unknown, the tension, ventricular extrasystoles, dyspepsia and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arrhythmia, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, medical device discomfort, migraine, palpitations, pelvic pain, tension, uterine leiomyoma, ventricular extrasystoles, the first episode of anxiety and the second episode of anxiety to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. There is complete obstruction at the left uterine fundus without contrast passing the left micro insert. On the right there is contrast passing up to the micro insert but not beyond the inner coil indicating complete occlusion . There is no free spill of contrast into the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: premature ventricular contraction, fibroids most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. Reporter's information was added. Added event uncomfortable with device. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in an adult female patient who had essure (ess205) (batch no. 12269948-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermochoice endometrial ablation" and device deployment issue "malposition of essure device location of device: one side implanted higher than other". The patient's medical history included endometrial ablation, uterine dilation and curettage, induced abortion and haemorrhagic ovarian cyst. Concurrent conditions included pelvic discomfort, hypothyroidism, mitral valve prolapse, supraventricular tachycardia and uterine adhesions. Concomitant products included atenolol, diazepam, ibuprofen and levothyroxine. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), tension ("tension"), the first episode of anxiety ("anxiety"), cystitis ("frequent bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of anxiety ("anxiety/ chronic anxiety"), migraine ("migraines"), headache ("headaches/ head pain"), ventricular extrasystoles ("pvc"), arrhythmia ("heart arrhythmia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ sexual intercourse pain"), pelvic pain ("pain"), fatigue ("fatigue"), dyspepsia ("heartburn/indigestion"), abdominal distension ("bloated feeling"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain") and palpitations ("heart palpitation") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left ovarian cystotomy and cystoscopy.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, depression, cystitis, female sexual dysfunction, the last episode of anxiety, migraine, arrhythmia, dysmenorrhoea, pelvic pain, fatigue, uterine leiomyoma, abdominal distension, alopecia, back pain and palpitations outcome was unknown, the tension, ventricular extrasystoles, dyspepsia and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arrhythmia, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, migraine, palpitations, pelvic pain, tension, uterine leiomyoma, ventricular extrasystoles, the first episode of anxiety and the second episode of anxiety to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. There is complete obstruction at the left uterine fundus without contrast passing the left micro insert. On the right there is contrast passing up to the micro insert but not beyond the inner coil indicating complete occlusion . There is no free spill of contrast into the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: premature ventricular contraction, fibroids most recent follow-up information incorporated above includes: on 11-may-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in an adult female patient who had essure (ess205) (batch no. 12269948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermochoice endometrial ablation" and device deployment issue "malposition of essure device location of device: one side implanted higher than other". The patient's medical history included endometrial ablation, uterine dilation and curettage, induced abortion and haemorrhagic ovarian cyst. Concurrent conditions included pelvic discomfort, hypothyroidism, mitral valve prolapse, supraventricular tachycardia and uterine adhesions. Concomitant products included atenolol, diazepam, ibuprofen and levothyroxine. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), tension ("tension"), the first episode of anxiety ("anxiety"), cystitis ("frequent bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of anxiety ("anxiety/ chronic anxiety"), migraine ("migraines"), headache ("headaches/ head pain"), ventricular extrasystoles ("pvc"), arrhythmia ("heart arrhythmia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ sexual intercourse pain"), pelvic pain ("pain"), fatigue ("fatigue"), dyspepsia ("heartburn/indigestion"), abdominal distension ("bloated feeling"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain") and palpitations ("heart palpitation") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, left ovarian cystotomy and cystoscopy.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, depression, cystitis, female sexual dysfunction, the last episode of anxiety, migraine, arrhythmia, dysmenorrhoea, pelvic pain, fatigue, uterine leiomyoma, abdominal distension, alopecia, back pain and palpitations outcome was unknown, the tension, ventricular extrasystoles, dyspepsia and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arrhythmia, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, migraine, palpitations, pelvic pain, tension, uterine leiomyoma, ventricular extrasystoles, the first episode of anxiety and the second episode of anxiety to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. There is complete obstruction at the left uterine fundus without contrast passing the left micro insert. On the right there is contrast passing up to the micro insert but not beyond the inner coil indicating complete occlusion . There is no free spill of contrast into the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: premature ventricular contraction, fibroids most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr were received. Lot number added. Previous event injury nos replaced with events per pfs: depression, tension, anxiety/ chronic anxiety, frequent bladder infection, apareunia (inability to have sexual intercourse), malposition of essure device location of device: one side implanted higher than other, migraines, headaches, pvc, heart arrhythmia, migration of essure device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, fibroids, heartburn/indigestion, bloated feeling, hair loss, abdominal pain, back pain,thermochoice endometrial ablation and heart palpitation. Concurrent condition, laboratory data, concomitant medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.